Event description:
Patient called to report right side pain, bilateral lumps in armpits and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, pain, lymphadenopathy.